Event description:
Additional information was received that approximately three months later, the patient died due to lung cancer and asbestosis as noted in the on-line obituary. It was also reported that the patient was cremated. There have been no allegations that this device system caused or contributed to the patient's death. The device has not been returned to boston scientific.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to a monitor only mode per the remote patient monitoring system. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.